Event description:
Rn reported that the secondary tubing was leaking. This was experienced by a nurse in the day surgery unit and the oncology unit. All 400 boxes with lot # 706402 were pulled from the shelves and sent back to the MFR.